Event description:
The pump reportedly shut off twice during infusion without alarm. It had been set to infuse a total parenteral nutrition solution at unspecified settings. During the night shift, a nurse discovered that the pump was off. It had been off approx one hour. The pump was reset. At an unspecified time later, the nurse observed that the pump was again off even though the dial was set to run. The delay in total parenteral nutrition delivery did not cause any adverse effects for the pt. The nurse could not recall specific details about the pt or the device settings. The pump was switched out after the second incident. No additional info was available.